Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a healthcare provider. Regarding a patient (pt), who was implanted with an implantable neurostimulator (ins). It was reported, that pt is needing a brain MRI. Caller states, the pt stopped using and recharging the scs because, it "wasn't functioning right". And would "give him a jolt". Additional information was received, from the patient. Pt called, and asked if they were missing any external parts to charge the ins. Patient stated, they haven't used or charge the ins in over 3 years, because as soon as they turn on ins, it will go full power and start to hurt. Patient stated, they need an MRI of the brain and need to activate MRI mode. Agent reviewed device function and recharging the ins and controller. Patient did not have the device with them, as he was at a store. Patient stated, they will callback if they need assistance with recharging or using the external devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was needing an MRI. The caller reported that the patient noted their ins battery was dead. It was reported that the patient did not want to recharge the ins. The caller stated that the patient let the ins battery deplete because when he would turn stim on in the mornings it would be set to a therapy setting that would "zap him". The caller was unable to clarify further & was not with pt at time of call. It was recommended that the patient recharge the ins to ensure MRI mode was activated prior to scanning.